Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error while swimming in the pool. Customer reported that they had a critical broken force sensor alarm. Customer was swimming in a pool with the pump attached for 10 minutes but then the insulin pump started alarming with a critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.